Event description:
It was reported that the patient with this pacemaker system visited the hospital after a syncope episode. The pacemaker was interrogated and the health care professional (hcp) called technical services (ts) for consult review of the presenting electrogram (egm). Upon review, the presenting egm showed that the right ventricular automatic threshold (rvat) was detected as greater than programmed amplitude or suspended. Ts observed no loss of capture (loc), however, an increase in pacing thresholds on the right ventricular (rv) lead was observed. Ts also observed right atrial (ra) lead undersensing as well. Ts recommended for cardiology to be consulted for further evaluation. No additional adverse patient effects were reported. This pacemaker, ra and rv leads remain in service.